Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported than the patient received an alert for a low impedance measurement on the left ventricular lead. The lead would be monitored.